Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-21 improper technique of obtaining or applying blood sample. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with the results obtained of 189 and 415mg/dl. The expected fasting blood glucose test result range is 116 to 147mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: 281mg/dl (B)(6) 2017 03:40 pm fasting: no; 214mg/dl (B)(6) 2017 09:17 am fasting: yes; 270mg/dl (B)(6) 2017 07:11 pm fasting: no; 415mg/dl (B)(6) 2017 07:10 pm fasting: yes; 189mg/dl (B)(6) 2017 07:12 pm fasting: yes. Customer called does not have any confidence in the meter anymore and wants it replaced. The pharmacy asked the customer to call us. Reviewed how the customer is applying the blood to the strips. Customer is using alcohol prior to sticking his finger also he squeezes his finger a lot sometimes to get the blood to come out. I reviewed in length how to clean the fingers only with soap and water. Advised customer on how to properly stick his finger without squeezing the finger a lot. Customer will try all that I have suggested to him.